Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Section b3: as the day of the event is unknown, the event date is estimated as december 2025.

Event description:
It was reported by the patient that she experienced pain after five hours of treatment. The patient will complete the time test, starting at 4 hours per day for 2 days. Increasing by an hour every two days. No further consequences were reported. The sflx 3 coil was not returned.

Manufacturer narrative:
Additional information: b4- date of this report, g3- date received by manufacturer, h2- follow up type. Corrected data: d2 ¿ common device name, g4-PMA/510(k)#, h6: method evaluation code. This follow-up report is being submitted to relay additional and corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The device is used for treatment. Ebi will continue to monitor trends.

Event description:
It was reported by the patient that she experienced pain after five hours of treatment. The patient will complete the time test, starting at 4 hours per day for 2 days. Increasing by an hour every two days. No further consequences were reported. The sflx 3 coil was not returned.